Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the pad melted off the instrument and had to be retrieved from patient. There was a five minute delay to find detached pad and remove. No impact on patient. No adverse event. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad in good condition and 100% present, not melted off as reported. The device was returned blade tip broke off inside the tube and not returned with the device. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on a generator the device gave an alert screen. The device will stop activating, and display an alert screen on the generator when the blade becomes damaged. The break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ "relaxed pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure. The analysis concluded that the blade broke off due to contact with the clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin. Although the tissue pad was not melted, probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.